Manufacturer narrative:
Ocd perforemd retained testing and a batch record review. Results were satisfactory.patient sample was returned for further investigation. No reactivity was observed with a 15 minute incubation. However reactivity (0.5 1+) was observed with an extended incubation (40 minutes).(B)(4).

Event description:
Customer reported no reactivity with a patient sample containing anti-e and the e+ cells on the panel. Testing was performed with a 15 minute incubation. No erroneous results were reported. All reagents were stored as per package insert and appeared normal before use. Daily qc was acceptable.